Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient started ¿acting funny¿ and she did not understand what other people were saying. The patient¿s family noticed her behavior and checked her cgm which was in a sensor failed state. Her bg meter reading was then tested and the reading did not provide a numeric value, leading the family to believe the patient¿s bg level was very low. The patient was also wearing a tandem insulin pump. The patient was taken to the emergency room for evaluation. At the ER, the patient¿s bg meter reading also did not show a numeric value because it was very low. The patient was treated with IV glucose and was discharged after approximately 1 hour. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.